Event description:
It was reported that patient lost weight and ipg site became uncomfortable. Surgical intervention was undertaken on (B)(6) 2022 wherein the ipg site was relocated to its original implant site. Issue resolved and therapy restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.